Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4004949. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc needle does not retract. The following information was provided by the initial reporter: the needle retraction issue seems to be coming from the release button sticking.  This has lead to a huge safety risk to the rn as sometimes we have to pull the needle out unretracted, putting us at risk for a needle stick and exposure risk.